Event description:
It was reported that the patient underwent a posterior fusion at t7-11. It was reported that the set screw driver tip broke off. The tip fragment was removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Visually confirmed the tip is broken on one side. Optical examination of the fracture identified a quasi-brittle surface, consistent with overload. The above observations are consistent with overload.